Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hysterectomy procedure, the device would not hold the needle in its jaws. The needle did not fall into the patient cavity. To correct this problem, they used another device.

Manufacturer narrative:
(B)(4). This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was found in the jaw of the instrument. The broken needle was broken at the swage, the most fragile part of the needle. No witness marks from the needle tip impacting the bevel wall was observed, indicating a proper jaw alignment. No sheering was observed on the toggle switches. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.